Event description:
It was reported that the piston on the pump retracted on its own during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.